Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left main coronary artery. The 3.25x12 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion and inflated; however, if was noted that it did not acquire adequate pressure and was perforated. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. However, possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices, lesion calcification or a previously implanted stent. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D4 - lot # updated from unknown to 21007g1.